Event description:
This report is for patient 4. It was reported that bd veritor ¿ sars-cov-2 & flu a+b asymptomatic patient sample. The following information was provided by the initial reporter: customer is reporting false results using item 256088.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
This report is for patient 4. It was reported that bd veritor ¿ sars-cov-2 & flu a+b asymptomatic patient sample. The following information was provided by the initial reporter: customer is reporting false results using item 256088.

Manufacturer narrative:
H6. Investigation summary:this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1363943. It was reported by the customer that veritor 256088 was showing false results. Customer initially received positive results for flu a on 6 cartridges from the lot# 1363943. However, upon performing pcr, the results turned negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review was performed on the batch number provided. Results were acceptable and no relevant issue was found. Retain testing was not performed because the retention kits were expired at the time of reporting (expired on 2023/03/02). The returned products were tested, and all devices had typical intended results. Customer sent photos of kit box, cartridge and analyzer; however, the reported issue could not be identified based on the photographs. Therefore, this complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. H3 other text : see h.10.